Manufacturer narrative:
(B)(4). Usage of device: the device was not used. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported a package was returned where the ID label reads "standard" instead of "standard offset". The product label on the package and patient labels are correct. The product was not utilized in a procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. . The following sections were corrected: .device evaluated by manufacturer to reflect "no." If not evaluated, select an explanation as to why not to reflect "device evaluation anticipated, but not yet begun (02).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the returned package shows that the label states ¿tmj system left standard offset mandibular component¿ the secondary identifier sticker states ¿standard.¿ this additional sticker is to aid in visibility on the shelf. The labeling, including all regulatory required information, indicates the correct part, lot, description etc. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the wrong sticker being applied to the package. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.